Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a renal angioplasty procedure, the 6.50x18mm herculink elite stent delivery system (sds) was prepared with no issues outside the patient anatomy. The sds was advanced to the lesion and while attempting deployment of the stent, the balloon failed to inflate and contrast was noted leaking into the guiding catheter. The sds was removed from the anatomy with the stent intact and inflation was attempted when a leak was noted from the distal shaft. Another same size device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The inflation issue, leak and deployment failure were confirmed. The issues were confirmed to be due to a tear noted at the guide wire exit notch. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.